Manufacturer narrative:
Customer collects accutni samples in 1x100mm greiner serum tubes and centrifuges at 3,000g for 10 minutes at 20ºc. The original sample was run from the primary tube. Per customer, the sample was normal in appearance. Qc was within specifications before and after the event. A field service engineer (fse) was dispatched; however, service information has not been provided to date. No clear root cause can be determined for this event to date. A malfunction will be assumed for the purpose of this report.

Event description:
A patient sample was tested for troponin (accutni) and a result of 0.74ng/ml was obtained. The result was not reported out of the lab. The original sample was retested and repeated result was 0.03ng/ml. The customer did not receive any report of patient injury requiring medical intervention or change to patient treatment attributed or connected to this event.